Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr report patient a status post left anterior hip done on (B)(6) 2018 fell out of bed reaching for a phone and has a peri prosthetic fracture of the femoral component. Dr decided to revise it to a restoration modular hip stem. The original stem was removed and the fracture was reduced. Cables were applied. He then proceeded to implant a restoration modular hip stem per surgical technique. A trial reduction was performed for stability and leg length. The final head was impacted. The surgery was performed without incident.